Event description:
It was reported that the size of stent did not match with the actual label on the package.

Manufacturer narrative:
The reported event is confirmed packaging related. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. Visual evaluation of the returned sample noted one opened (with original packaging), ureteral stent with the pusher. Visual inspection of the sample noted the fr. Size on the packaging (4.7 f x 26 cm) is different from the fr. Size on the stent (6 fr. X 26 cm). As there is a discrepancy between the product packaging and device, which is out of specifications , "all components shall be present and correct.". A potential root cause for this failure mode could be "incorrect line clearance". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the size of stent did not match with the actual label on the package.